Manufacturer narrative:
The insulin pump passed the self test and the displacement test. The insulin pump was programmed with the correct date and time and monitored for 24 hours and no unexpected check settings alarm was noted. The insulin pump was received with a scratched display window, a cracked case at a display window corner, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed check settings. The customer did not know the blood glucose reading. She stated that the alarm did not occur during the first rewind, nor did it occur after setting the time and date before the device was rewound for the first time. A battery out limit alarm was also found in the alarm history. Upon troubleshooting, the battery drained during the self test. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.